Event description:
A female patient was injected into nose bridge with 0.7 cc radiesse without any problems. On (B)(6) 2014, a physician, name not provided, saw the patient via "face time", and the patient was instructed to go to the emergency room (ER) and "get antibiotics", as she had redness, swelling and pustules on the right side of her nose. The onset of patient's symptoms was about 24 hours post injection. In the emergency room, infection was confirmed and the patient was hospitalized and received intravenous antibiotic; name, dose, frequency and duration were unknown. The patient was released from the hospital on (B)(6) 2014. The account follow up with the patient daily to check on the recovery progress. As of (B)(6) 2014, the patient is now "better". On (B)(6) 2014, nicole stated the patient is doing well. A doctor had seen the patient on (B)(6) 2014; there is some swelling present, but the patient has a good recovery progress, infection is healing. After hospitalization, the patient was on oral antibiotic, name, dose, frequency and duration were unknown. No additional appointments are scheduled wit the patient.

Manufacturer narrative:
The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.